Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device's battery required replacement. There was no patient involvement.

Event description:
The customer reached out regarding questions on a battery order. No failures were noted. There was no patient involvement.

Manufacturer narrative:
Become aware date updated to (B)(4) 2019 since follow-up report transmitted.